Manufacturer narrative:
The suspect product for this medwatch report is the aviva test strip used in system 1. Reference medwatch report for the suspect product used in system 2.

Event description:
Pt reported obtaining blood glucose results of 243 mg/dl, 142 mg/dl, and 463 mg/dl on the aviva test system 1 and 230 mg/dl, 261 mg/dl, hi, and 553 mg/dl on the aviva test system 2 within 12 minutes. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. L1 quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. Aviva test system 1: strip lot 300475 with expiration date 06/30/2008. Aviva test system 2: strip lot 300104 with expiration date 02/28/2007.